Event description:
The customer was unsure if the blood glucose level was impacted.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that continuous glucose monitor (cgm) errors occurred. The sensor and transmitter were replaced and the error reoccurred. There was no reported impact to the customer¿s blood glucose level. The customer was to use insulin pens to manage diabetes.